Manufacturer narrative:
The sheath 4fc12 with lot number 001027449 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issue. Performance test with sentinel blackbelt leak tester revealed the pressure decay (2.50 psig) is more than acceptance range (less than 0.945 psig). Air aspiration was reproduced during the aspiration test when a test balloon catheter was introduced through the sheath. The hemostatic valve was leaking; we suspect the valve disk is torn. Further dissection did not show any leak along the shaft in the handle. The compatibility test was performed with a test catheter and it passed through the sheath, however some stiffness verified while trying to insert the catheter inside the sheath in the hemostatic valve. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.